Event description:
New tube feeding bag was spiked and placed in the kangaroo pump, but would not prime, tubing saved. Manufacturer response for kangaroo spike set (per site reporter): I had to contact the rep to get it sent back. Talked to our rep and she was supposed to send me shipping material. I did not hear back from her or get any shipping material yet.